Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient experienced an asystole event that occurred while staff were at the bedside. The customer stated there was therefore no delay in response to the needs of the patient. The customer however also said that no alarm was provided at the bedside (or central); therefore, if the issue were to occur again and staff were not in attendance at the bedside, there is a potential for a delay of treatment to occur. A female patient admitted in atrial fibrillation was cardioverted and became asystolic, prompting staff to perform chest compressions.

Manufacturer narrative:
The customer contacted the philips medical technical response center for troubleshooting support. The call was dispatched for on site evaluation of the product. Field service engineer (fse) went on site and tested the product using a simulator finding the product provided both audible and visual alarms per specification. Log data was collected and reviewed. The logs indicate that the patient had been having brady alarms with heart rates in the 40s with the limit set for 50 intermittently on (B)(6) 2017 between 12:51 to 12:59. At 13:32:09 a red asystole alarm occurred in accordance with log data from alarms transmitted from the bedside to the central monitor. Logs contain indicators that alarm silencing was occurring at the information center. Based on the log data and monitor testing, the information does not support that a malfunction occurred. A review of volume settings found the volume was set at 2 with a default of 4. The staff stated no visual or audible alarm had been provided. The device was tested and found to be performing to specification. The customer has indicated that the device was returned to use. The investigation has found no malfunction is supported. The device is not considered to have been a factor in the patient incident based on the fact that staff were already in the room attending to the patient at the time of this occurrence. Logs contain indicators that alarm silencing was occurring at the information center. Based on the analysis of device settings, logs and strips and post incident testing of the product, no malfunction is supported. The issue is most consistent with a use related issue.